Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that during an infusion of morphine there was a leakage observed from a split in the tubing. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set noted that the tubing adaptor joint appeared to be damaged all the way around. No sharp edges or other product defects were noted. Pressure testing confirmed leaking from a split in the tubing sleeve located level with the shoulder of the female luer anti-syphon valve component. The root cause of the leak was identified as a split in the tubing. The cause of the split is unknown.